Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose above 400 mg/dl and was not able to calibrate until her blood glucose was lowered and her blood glucose was not moving as quickly. Customer was also reporting that her blood glucose has risen to 430 mg/dl since changing out the infusion set. Customer also states that after removing the first infusion set, customer inserted a second infusion set and was still experiencing insulin flow blocked alerts. Customer treated with insulin pump. Troubleshooting was performed. The product will not be returned for analysis.